Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that after a total knee procedure, the blade broke at the mount when being removed from the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the blade broke as a result of issues with the concomitant handpiece ((B)(4)). Upon disassembly, drivetrain corrosion was identified.

Event description:
It was reported that after a total knee procedure, the blade broke at the mount when being removed from the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.